Event description:
Qv sars otc- toddler *may* have drank reagent solution, advised caller to contact poison control, per pi.

Manufacturer narrative:
Subject: qv sars otc- toddler *may* have drank reagent solution, advised caller to contact poison control, per pi. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.